Manufacturer narrative:
Partial or total occlusion of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction and/or death. The root cause for this event cannot be conclusively determined with the information provided. However, patient and procedural factors likely contributed to the event. The device was not returned for evaluation as it was discarded by the hospital. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that the 23 mm pericardial aortic valve was explanted at implant. Per the operative report, the patient presented with critical aortic stenosis with a heavily calcified native aortic valve. The valve was excised, annulus was debrided and was sized to a 23 mm bioprosthesis. It was noted that the coronary sinuses were almost 190 degrees splayed from each other. The right was very close the to commissure between the right and noncoronary leaflets. The left main was left of the commissure between the left and the noncoronary leaflets. The bioprosthesis was sutured in and found to be well seated. Post-bypass, there was concern of obstruction of the left main; therefore, the patient was placed back on bypass. The aortotomy was opened and the 23 mm valve was explanted. It was believed that the aorta was being stretched by the valve and the aorta possible folded underneath the sewing ring of the valve. It was decided to replace the valve with another bioprosthesis one size smaller. Once again, the left main could not be well visualized. It was decided to perform CABG utilizing reversal of the saphenous vein to the obtuse marginal and to the right coronary artery. Post-procedure gradient was approximately 20 mmhg. The patient tolerated the procedure well.